Manufacturer narrative:
Visual examination of the returned device noted the screw¿s tulip head and saddle had completely separated from the screw shank. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the tulip head, saddle, and screw head separating cannot be determined from the samples and the information provided. A potential root cause may be excessive force placed on the polyaxial screw during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two set screws of two expedium universal connectors were loosened and one got totally off one month postoperatively after revision surgery (due to earlier broken rods). And one polyaxial screw head of one expedium 6.35 polyaxial screw got off when removing the screw with the corresponding screw driver. Rods will also be sent to investigation. What might have caused the loosening of the set screws? These products are also a part of this complaint: exp set screw 6.35, catalog 179902000, lot arbc68,1 ea, will be returned exp 6.35 screw poly 6.0x45, catalog 179902000, lot 133674, 2 ea, will be returned.